Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -15.00 diopter, in the patient's left eye (os), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting and lens opacity (anterior subcapsular), observed on (B)(6) 2017. The lens was not exchanged for another lens.

Manufacturer narrative:
The reporter indicated the lens was explanted with no patient injury. Cataract surgery was performed 4 days later. The patient's current bcva is 20/40. Work order search: no similar complaint was reported for units within the same lot. (B)(4)

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a lens case/vial. Visual inspection found one haptic broken off and missing. The lens width was measured and was verified. Was unable to verify diameter/length due to missing haptic. (B)(4)